Event description:
Pt checked at 1407. Arm on arm board and alert and awake. Machine alarm arterial alarm due to clotted needle. Pt care tech responded to alarm. Venous needle out. Remained taped to arm and arm board. Pt unresponsive. Blood under chair. Nurse called. Another needle inserted and no pulse. Fluid given. 911 called. CPR started. Rescue transported pt to hospital in nsr but unresponsive. Approx 300cc blood loss.